Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a continuous sound signal, or alert, from the cardiac resynchronization therapy defibrillator (crt-d) at different times of the day. It was noted upon review of the device data that a no-alert condition caused by a magnet in the proximity of the implanted device triggered three times. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.